Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#(B)(4), implanted: (B)(6) 2004, product type:catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving gablofen 2000mcg/ml at 220.6 mcg/day via an implantable pump for intractable spasticity and a stroke. On (B)(6) 2015 at 11:23, during a refill, the pump went into safe state and reset occurred low battery. No patient symptoms were reported. They were able to program the pump correctly before the patient left. On (B)(6) 2015, it was reported that the pump had not gone into safe state since it was last changed on (B)(6) 2015. The hcp was wondering if the pump still needed to be replaced and wanted to wait until the reset happened again. Additional information has been requested regarding the cause of the event, actions/interventions taken and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Evt problem: updated/corrected.

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving gablofen 2000mcg/ml at 220.6 mcg/day via an implantable pump for intractable spasticity and a stroke. On (B)(6) 2015 at 11:23, during a refill, the pump went into safe state and reset occurred -low battery. No patient symptoms were reported. They were able to program the pump correctly before the patient left. On (B)(6) 2015, it was reported that the pump had not gone into safe state since it was last changed on (B)(6) 2015. The hcp was wondering if the pump still needed to be replaced and wanted to wait until the reset happened again. Additional information has been requested regarding the cause of the event, actions/interventions taken and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare provider. It was reported that the safe state had been resolved on the (B)(6) 2015 through interrogation of the pump and the reprogramming of the previous settings. However, on (B)(6) 2015, a pump explant and placement occurred. The cause of the safe state was reported to be unknown.